Event description:
Pt reported that the previous wk her infusion set tubing separated near the connector piece. Pt indicated that her blood glucose was elevated (300's mg/dl). Pt indicated that she did not require med assistance to address this issue. Pt indicated that the separation only happened once and she admin an injection of insulin and changed the tubing.